Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. Stress was observed on the nozzle tip. The majority of the lens was returned outside of the device adhered to the blister tray, both haptics are broken torn, the optic is bent and scratched. Solution is dried on the iol. A haptic segment is stuck in the nozzle tip, hanging out of the tip. Additional information: the sales rep confirmed the following: was ophthalmic viscosurgical device (ovd) allowed to come to the operating room temperature over a 20-minute timeframe prior to use? -> no was the company delivery system at operating room temperatures between 18 degrees centigrade (64 degrees fahrenheit) and 23 degrees centigrade (73 degrees fahrenheit) after the device has been allowed to come to the operating room temperature over a 30-minute timeframe? -> no - the temperature on the day of surgery was very low, and the room temperature in the operating room and lens management room also appeared to be low. While we are unable to determine the origin of the observed "lens was clogged", our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the instructions for use (IFU), as the surgeon states that "the temperature on the day of surgery was very low". The IFU instructs: "ovd should be allowed to come to operating room temperature over a 30-minute timeframe prior to use. Use the company delivery system at operating room temperatures between 18 degrees centigrade (64 degrees fahrenheit) and 23 degrees centigrade (73 degrees fahrenheit) after the device has been allowed to come to the operating room temperature over a 30-minute timeframe". The company delivery system and company-qualified ovds should be used at operating room temperatures between 18 degrees centigrade (64 degrees fahrenheit) and 23 degrees centigrade (73 degrees fahrenheit). Allow both the system and ovd to reach operating room temperature before use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was clogged before implanting. The surgery was performed and completed after replacing the product with another one. Additional information has been requested. There are two medical device reports associated with this report. This file is 2 of 2